Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 3. The baxter technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to recycle the hc. Se 2367 occurred. The tsr informed the hp to use manual bag or start over. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The home patient(hp) was contacted on (B)(4) 2011. The hp stated they do not know what might have caused air to enter the homechoice machine. The hp stated that after starting over with new supplies no further issues were found. The hp also stated that they have already disposed of the supplies and no further information is available at this time. The hp also stated no companion samples were available. The hp stated that this was an isolated event. The hp also stated that they did not develop any adverse reactions or need any medical intervention.